Event description:
During follow-up, externalized conductors were observed via x-rays. Variation in low pacing impedance was noted. Patient was asymptomatic. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.